Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 383 mg/dl. The customer suspected the elevated bg level may have been caused by expired insulin. A supply change was performed using a new vial of insulin and a correction bolus was delivered to address the bg level. During a follow-up, it was reported the customer's bg level had been resolved.